Manufacturer narrative:
(B)(4). Event still under investigation.

Event description:
On (B)(6) 2011, the zenith flex aaa endovascular graft bifurcated main body was fully deployed. An attempt to release the trigger wire was made. The physician unscrewed the trigger wire, pulled it back and it instantly would not release from the top cap. It took the dr about 30 to 40 seconds to wiggle it out. The pt did not require any add'l procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.